Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer is in the hospital. It was stated that the insulin pump stopped working and this caused the blood glucose to go very high. Customer is currently being treated with insulin pens in the intensive care unit. Troubleshooting was declined as it was stated that several people at the hospital have said the insulin pump is not functioning. Customer stated that his blood glucose value at the time of the emergency call was at least 600 mg/dl and went to 800 mg/dl at the time of the admission. Customer was wearing the insulin pump at the time of the incident. Nothing further reported.